Manufacturer narrative:
(B)(4). Batch # n90p8k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during procedure. Changed to another one to complete surgery. The reporter claimed the whole surgery had been prolonged. No additional information can be provided.